Event description:
Device returned to manufacturer stating reason for return "battery depletion." Follow up with hcp revealed that nurse doing refill in 11/2000 found pump with "low battery alarm" - pump was refilled and patient returned nine days later with increased pain requesting oral prescriptions to cover pain. Patient felt patient was going into a withdrawal. Pump was reported to be "dead" upon evaluation. Pump had been operating at 35mcg per day of 50 mcg/ml concentration of medication. Patient's pump was replaced, recovered from surgical procedure and is doing well with the new pump.